Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the explants were not returned for review. Neither x-rays nor operative notes were provided. As such, the implant construct cannot be examined radiographically and the surgical technique cannot be reviewed. Based on the available info, a cause for the reported condition cannot be determined. Should add'l substantive info regarding the case be received subsequent to complaint closure, the complaint will be reopened and reprocessed. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised for pain. X-rays showed the tibial component had shifted into a varus position and there was significant poly wear.